Event description:
Patient had just laid down on the bed with the head of the bed up at about a 45 degree angle. They needed to put the head of the bed down so that they could boost her up. The pct (patient care technician) was pushing on the head down button, the head of the bed started to move and then it suddenly dropped all the way down making a loud crashing sound. The patient was jolted, but there was no harm to the patient who had had three pillows behind her head.